Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges chronic bronchitis. Medical intervention was not specified. This complaint has been reviewed and will be reported as a product problem as the events do not meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges chronic bronchitis. Medical intervention was not specified. This complaint has been reviewed and will be reported as a product problem as the events do not meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed. The device was evaluated by the manufacturer's product investigation laboratory (pil), upon initial visual inspection of the suspect trilogy 100 ventilator pil tech observed the presence of foreign material indicative of contamination from external sources. Tech proceeded to run the unit with its original settings and was able to observe a ¿low inspiratory pressure¿ alarm under created conditions. Otherwise, the suspect unit did operate without issue or alarms at the pil. Tech proceeded with the disassembly of the unit and confirmed the presence of foreign material indicative of contamination from external sources including such material indicative of insect infestation.